Manufacturer narrative:
Date sent to the FDA: 08/24/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent umbilical hernia repair surgery on (B)(6) 2017 during which the surgeon noted ¿the mesh separated by 1-2 centimeters causing the recurrence.¿ it was reported that the patient experienced severe pain, nausea, bulging, inflammation, stress and anxiety. No additional information is provided.